Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed all functional testing including the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches; however, the pump was received with high sleep current. The trace and history files were successfully downloaded using thus. The pump was paired with a guardian link 3 (gl3) transmitter (gt-7771730n) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored for a day while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals on 3/19/2025 at 11:25 a pump error 63 (linenumber 230 filenumber 2101) alarm was generated (main cpu - gpio pin was not set) and a pump error 4 (file number 32122 line number 2727) alarm was generated as the consequence of the pump error 63 alarm. The pump then encountered an unexpected unsafe shutdown which generated pump error 68, pump error 49, and pump error 23 alarm sequence upon startup. Additionally, there were four (4) low battery alerts that occurred. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. In summary: the blank display, audio alarm, and loss of communication with a transmitter complaints are not confirmed. Pump error 63, pump error 4, pump error 23, pump error 49, pump error 68, low battery life, and unexpected battery power loss are all confirmed due to the moisture damage that was found on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter, pump error 63 (hardware low level failures), pump error 68 (trace pointers are invalid), pump error 23 (post-reset ram crc alarm), replace battery now alarm, pump error 49 (history pointers failed. The history pointers are corrupted), blank display, pump beeping and low battery alarm/ short battery life. The customer reported no adverse event. The event involved product(s) mmt-7811na, mmt-1780kl, unk_sensor. Troubleshooting was performed for replace battery now alarm and the customer reported that this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Troubleshooting was partially performed for blank display and the customer reported that the display returned after being blank for less than 30 seconds. Troubleshooting was also performed for pump errors and the customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. The customer will discontinue to use the insulin pump. No harm requiring medical intervention was reported. No product return is required for mmt-7811na. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for unk_sensor.